Event description:
A customer reported that their t: slim x2 pump battery would not charge. Initially, there was no power source alert in the pump history when the issue began. Before the call ended, the pump issued a power source alert 07, but after following instructions to leave the wall adapter plugged into a working outlet for at least 30 minutes, the pump started charging correctly, and no shutdown or inability to restart the pump occurred. The customer's blood glucose level was within normal range, as there was no report of an adverse impact. No further assistance was needed as the problem was resolved.